Manufacturer narrative:
UDI # unknown. (B)(4). The actual complaint product was not returned for evaluation. Root cause could not be determined. The device history record for m5076t402 was reviewed and the product was produced according to product specifications. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4). Not returned, discarded by user.

Event description:
Halyard received a single report that referenced two different incidences, which were associated with separate units, involving two different patients. This is the first of two reports. Refer to 8030647-2016-00171 for the second report it was reported that the thumb valve did not close properly, resulting in continuous suction. The catheter had to be twisted and locked into position after each suction. No further information was provided.